Event description:
On 2016-04-11, information was received from a healthcare provider (hcp) regarding a (B)(6)-year-old, male patient who was receiving clonidine 200mcg/ml at 100 mcg/day and morphine 2mg/ml at 1 mg/day via an implantable pump for malignant pain. On (B)(6) 2016, the patient¿s pump was refilled and the hcp was notified by the pharmacy that they were given the wrong concentration. The hcp did not know the exact concentration, but it was ¿something like 10 times what the patient was supposed to receive.¿ the pump was programmed to run at 0.02, so the wrong concentration drug would have been in the pump tubing. The patient was called back to the clinic and they stopped the pump. They rinsed with 10cc saline rinses three times and filled the pump with the correct concentration. The hcp planned to follow-up with the pharmacy to determine what the exact drug concentration was and if it would besignificant for the patient. Patient symptoms were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.